Manufacturer narrative:
The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection.

Event description:
Healthcare professional reported unknown side "49,042 expander insertion surgeries were performed, and 1,232 ssi (surgical site infection) cases were reported". Device status unknown.